Event description:
The patient had a meme bilateral breast implants placed in 1984. The patient developed symptoms of fatigue, myalagia and arthralgia on the left side of the body. The patient also experienced weakness of various muscle groups in the body. A bilateral capsulectomy was performed along with removal of the implants. Both implants had ruptured and were without outer shells. This report is late because it was originally sent to the FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.